Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced near vison fatigue, over/under correction and refractive surprise. Due to near vison fatigue, over/under correction and refractive surprise, the lens was exchanged for a specially designed longer length lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. H6 - health effect clinical code: 4581 - over/under correction. Over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).